Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty (gastric sleeve) procedure for morbid obesity. The stapling device was being applied to the stomach. A stabbing occurred in the stapler at the first firing, but it was still possible to perform the stapling. In the next shot, the trigger was released and could not fire the charge. There was a strong noise in trying to shoot the load and after the stapler did not work anymore. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient status is alive, no injury.